Manufacturer narrative:
Due to characterization limit e1 initial reporter name : (B)(6) updated fields: b4, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5, d5, e1 (initial reporter name, event site email), e2, e3, e4, g2. A getinge field service engineer evaluated the device and identified that the batteries had reached the end of their lifespan, resulting in shutdown when disconnected from the power outlet. No alarms or warnings were observed. Battery replacement was recommended; however, the repair was not performed as the hospital did not provide the required parts, and the service order was closed. The most probable cause of the issue was expired batteries. No similar complaint pattern, adverse trends, or new risks were identified, and the device was determined to be operating within its approved risk profile.

Event description:
It was reported by the getinge field service engineer (fse) during maintenance that the cs300 intra-aortic balloon pump(iabp) shuts down when unplugged. There was no patient involved.

Manufacturer narrative:
Other event site telephone: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) shuts down when unplugged. There was no patient involved.